Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -14.0/+2.5/084 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2019. The surgeon notes excessive vault and significant reduction of ica. Reportedly the lens remains implanted. The cause of the event is reported as a patient-related factor.

Manufacturer narrative:
Additional information: b5- the reporter indicated that the surgeon implanted a 13.7mm vticmo 13.7 implantable collamer lens of -14.00/2.5/084 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. The surgeon notes excessive vault and significant reduction of ica. On (B)(6) 2019 the lens was exchanged for a different model and shorter length lens and the problem was resolved. D6b- explant date: (B)(6) 2019. H6- clinical code 4581: significant reduction of irido-corneal angles. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h10. In inital MDR claim # (B)(4) is not applicable, initial MDR is for claim# (B)(4). Claim# (B)(4).